Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned dry in a micro centrifuge vial with debris on the lens. Visual inspection found foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+3.5/090 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2020 but the problem was not resolved, so the lens was explanted. The lens was exchanged for another same length but different model and diopter lens. The lens exchange resolved the problem.